Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: anterior lumbar interbody fusion with cougar cage and bmp; posterolateral instrumentation; neural monitoring; lymph node biopsy; for pre-op diagnosis of: diskogenic low back pain, l4-5; 2. Pseudoarthrosis, l4-5. As per op notes: ".. Once it was felt that there was adequate disc removal, endplates were prepared to receive allograft and the cage. An 8mm lordotic small 5 degree cougar was then filled with bmp and impacted into the disc space under fluoroscopic guidance.. No complications were reported.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.